Event description:
Customer called on (B)(6) 2011 reporting of a leak in the coulter lh 780 hematology analyzer instrument with "sheath tank not full" error messages and requested service for the instrument. There was no report of patient results being affected for this event and customer was wearing proper personal protective equipment during the incident. No exposure or injury was reported at the time of the event. Field service engineer (fse) was dispatched and replaced the sheath restrictor and blood sample valve (bsv) actuator. Fse also replaced the four valve assembly on the diff module and removed a plug from the diff shear valve.

Manufacturer narrative:
Field service engineer (fse) was dispatched and replaced the sheath restrictor and blood sample valve (bsv) actuator. Fse also replaced the four valve assembly on the diff module and removed a plug from the diff shear valve. (B)(4).